Manufacturer narrative:
The jeti peripheral thrombectomy system is intended to remove/aspirate fluid and break-up soft emboli and thrombus from the peripheral vasculature and to sub selectively infuse/deliver diagnostics or therapeutics with or without vessel occlusion. This particular procedure involved intervention into the pulmonary arteries, which is not an approved indication for this device. The jeti peripheral thrombectomy system operated as intended with no device malfunction.

Event description:
An adverse event occurred while using the jeti peripheral thrombectomy system in (B)(6), USA. The patient was treated for pulmonary embolism and crashed approximately 10-15 minutes into the interventional portion of the procedure. The patient was intermittently recovered several times. However, the patient ultimately expired within the operating room.